Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. Customer also reported, the buttons were unresponsive and the insulin pump began to scroll. Customer stated, the alarm occurred when a new battery was inserted. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.